Manufacturer narrative:
Device was not retained by the hospital for evaluation. At this time, there is no allegation of product malfunction but only an adverse event associated with the use of an edwards device. The device was discarded at the hospital. The event was presented by the edwards sales rep and the device was not returned for evaluation. Injuries to the aorta (vascularly dissection or perforation) is listed as a potential complication in the product IFU. The IFU further notes: use extreme caution when inserting the introducer sheath if there is a possibility of tissue dissection of the vessel. When the introducer sheath is in situ, the introducer must be held when manipulating the obturator or filter. Failure to do so may cause injury to the vessel. Placement, location, and orientation of the sutures in the vessel are critical to proper positioning of the introducer. Once the introducer is secured with the sutures it is difficult to change the position of the introducer. Warning: hold the introducer while removing the obturator or inserting the filter. Failure to do so may cause injury to the vessel. No device malfunction is indicted in the report and the events reported are included in the labeling. No actions are needed at this time. For complaints/reports of injury without a product problem, it's important to show that the type of event is a known potential complication or adverse event, is included in the labeling/training materials, and whatever information we provide to help avoid the issue. No corrective actions are to be performed due to this event. All labeling and training appropriately address the risk. Trends will continue to be monitored on a monthly basis and if further action is required, appropriate investigation will be performed.

Event description:
It was reported by the sales rep that the surgeon experienced an " inability to remove cannula from the aorta at end of case. The embol-x cannula eventually came out but put small tear in aorta." Per the clinical it "seems as though the cannula may have caught one of the purse string sutures when it was rotated towards head vessels. The tear was easily repaired. Minor blood loss (estimated at 50cc) and patient required no blood product and remained hemodynamically stable." The device was not retained by the hospital. There was no alleged product malfunction only an adverse event associated with the use of the device.